Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services reviewed and advised there has been variability in shock impedance measurements since implant. The field representative provided the plan is to continue to monitor at this time. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) reviewed and advised there has been variability in shock impedance measurements since implant. The field representative provided the plan is to continue to monitor at this time. Additional information provided this rv lead was subsequently explanted. Another rv lead was implanted to complete this procedure. This rv lead has not been returned at this time. No additional adverse patient effects were reported.